Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was noted that the all the keypad buttons were under responsive to user presses. The keypad was noted to be torn and there was moisture observed behind the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: during investigation, the keypad was found to be damaged. The up arrow was punctured. The ok, up and down arrows were unresponsive to user presses. The keypad was removed to inspect under the contacts. There was no contamination found under the contacts. There was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was evidence of moisture found internally on the keypad connect. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.